Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, premature battery depletion was suspected as the device was found to be in back-up vvi mode. No intervention was performed as the patient was asymptomatic and the patient will continue to be monitored.